Event description:
Customer reported that the device did not charge effectively, with a broken charging port cover and dirt accumulation in the port, requiring charging every one to two days. Additional issues included cracks near the screws by the charging port. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting assistance.